Event description:
User's first battery would not stay charged; we sent out a new battery pack and it got hot while charging. We are sending out a new device to him with an extra battery pack. Spoke to patient to make sure he received the new device, he let me know that it was hot to the touch and felt like it burned him, but he has no lingering redness or blistering and did not need to seek medical attention.